Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the non-recoverable error during the sine cycle test. The following parts required replacement: axis 6 motor, axis 6 pot board, axis 6 magnet cup, axis 6 pinion gear, and axis 6 bevel gear.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported complaint. The fse replaced the remote arm controller (rac) board, and the master tool manipulator (mtm) as a precaution. The system was tested, and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation of the rac. Failure analysis investigation could not replicate the reported complaint on the rac board. The unit was installed into the test system, running 10 minutes sine cycle test, 10 power cycles, and sitting idle for one hour without triggering any errors. In addition, the unit was left inside the test system for another 24 hours, and it did not trigger any errors. The master tool manipulator (mtm) has been received, but analysis has not been completed. A follow-up MDR will be submitted if the failure analysis on the mtm has been completed. System log review: intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, and confirmed multiple errors pointing to mtml on the ssc #2. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: it was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer encountered non-recoverable errors on the master tool manipulator left (mtml) of the surgeon side console (ssc) #2. Since the procedure was a dual ssc procedure, the customer disconnected ssc #2 from the system and continued the procedure with ssc #1. The procedure was completed robotically with no injury to the patient. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer encountered non-recoverable errors on the master tool manipulator left (mtml) of the surgeon side console (ssc) #2. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, and confirmed multiple errors pointing to the mtml on the ssc #2. The system was power cycled but the errors persisted. The tse helped the customer power down the ssc #2 and disconnect it from the system. The system powered back on without any errors. The surgeon continued with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was started as a dual ssc procedure. The operating room (or) staff disabled ssc (sn: (B)(4)), and continued the procedure with the ssc #1. The procedure was completed robotically with no injury to the patient. The site could not provide any patient-related information.